Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cancer,wound infection, pocket erosion. (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a breast augmentation revision with mentor memorygel, 545cc breast implant experienced bilateral wound infection, device extrusion, left sided neoplasm malignant postoperatively. The patient stated that she has infection, hardening, encapsulation on right breast, bilateral pain, can see implant from bottom of breast, on antibiotics for almost 1 month, infection went away but not the discoloration or redness, a lot of fluid, spot found on right breast. The patient will have biopsy, and undergoing chemotherapy due to left side found cancers. As a result, patient underwent bilateral removal on (B)(6) 2021. There was no sign of capsular contracture, and the implants were intact. Patients¿ symptoms improved post removal. Should more information become available, this note will be updated and the case reassessed. This report relates to the left prosthesis.